Manufacturer narrative:
Product evaluation: the device was received for evaluation; however, pre-repair temperature testing could not be performed, the motor would not rotate. Initial inspection found no physical damage, the motor is noisy and runs for 3-4 seconds and then stops, the hi-pot test failed, and, the motor-cable assembly is defective.

Event description:
It was reported that the device was noisy and was overheating. There was no patient impact.